Event description:
It was reported to boston scientific corporation in 2009 that a ultraflex covered esophageal stent was used during a procedure. According to the complainant, the stent position was confirmed with the x-ray. The physician placed the stent when he saw the two distal radio-marks were located at the two ends of stricture, and then he deployed the stent. However, he found that the stent did not cover the stricture, however, it was placed above of the stricture. Therefore, the physician removed the stent with forceps and placed another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.